Manufacturer narrative:
(B)(4). The service engineer evaluated the ventilator and did not duplicate the customer reported condition. The ventilator passed self-testing.

Event description:
The customer reported that, during patient use, the oxygen settings were unable to be changed; the ventilator's keyboard was unresponsive. The patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event.